Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer has been experiencing high blood glucose. The customer's blood glucose has ranged between 80mg/dl-437mg/dl. The customer has also been experiencing sensor glucose versus blood glucose. The customer declined high blood glucose troubleshooting.